Event description:
The customer reported that after approx. 12 seal cycles, the device would no longer open. The surgeon used a grasper to manipulate the device from tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted. A visual examination of the incident device revealed very little tissue between the jaws. The jaws were not stuck shut as received and opened and closed normally. The device was activated on simulated tissue and no sticking was observed. The device did not lock on the simulated tissue during testing. The knife extended and retracted normally when the trigger was activated. We were unable to confirm the customer's report of the device locking shut based on our testing of the returned device. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.